Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and correction to the initial with information inadvertently left out (d8, device evaluation and g2) and to provide an update to fields (h3 and h4). The device was evaluated by olympus. Although there were non-reportable (non-pae) defects noted, the reportable malfunction was not confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted. This report is related to MFR 02513 (1/2).

Event description:
It was reported, the xenon light source exhibited error code e102. The issue occurred during a therapeutic laparoscopic surgery. The intended procedure was completed. There were no reports of patient harm.